Event description:
It was reported that this right ventricular (rv) lead was revised after two days it was implanted due to dislodgement. This lead was repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was revised after two days it was implanted due to dislodgement. This lead was repositioned. The dislodgement was confirmed by x-ray and then again with fluoroscopy in the electrophysiology (ep) lab at the time of revision. Additionally, it was noted that the lead had pulled back so that the distal coil was near the atrium, which would at times oversense the right atrial (ra) signal. This resulted in inappropriate anti-tachycardia pacing (atp) delivery. No additional adverse patient effects were reported. At this time, this lead remains in service.